Event description:
It was reported the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced pain near the device pocket. It was also reported that the patient experienced shocking sensations. Interrogation of the device and pocket manipulation did not reveal any anomalies. A pocket revision was completed. The electrode was explanted and successfully replaced, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Microscopic inspections of the electrode body noted an insulation anomaly. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced pain near the device pocket. It was also reported that the patient experienced shocking sensations. Interrogation of the device and pocket manipulation did not reveal any anomalies. A pocket revision was completed. The electrode was explanted and successfully replaced, the device remains in service. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.